Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: a physical investigation was performed for the catheter (B)(4). During physical investigation we received a collecting bag and a foreign guide wire. The received catheter was heavily clogged with body material. The tip of the catheter had to be cleaned due to heavy clogging. Aspiration test was performed and slightly lower than nominal aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: labeling / packaging review are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure, the guidewire was allegedly snapped. It was further reported that the broken part of the guidewire allegedly removed by cut down onto fistula. The current status of patient is unknown.